Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received from the physician and stated that symptoms were resolved

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient had postoperative endophthalmitis, severe anterior chamber cells dust and fibrin deposition were observed and corrected visual acuity was 0.6, so it was suspected tass and see how it goes the situation with steroid eye drops because the change was rapid. However, the number of cells increased further, and the vitreous body also became cloudy, and the visual acuity decreased to 0.01. The lens since still implanted in the patient's eye. Additional information has been received from the physician and stated that, the steroid eye drop is continuing and corticosteroid subconjunctival injection was performed.